Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call the pump had cosmetic damage after dropping it. The customer's blood glucose levels are unknown during the incident. The insulin pump was returned for analysis.